Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to correct d9 as date returned was inadvertently missed. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of deterioration of objective (ob) lens glue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the objective (ob) lens and the glue around it were broken due physical stress and/or chemical stress during device handling by the user. However, a definitive root cause could not be determined. The following events were also found during evaluation of the device: the hydrogen lines are displayed caused by the short-circuit of the image sensor cable, distal end is leaky, bending section cover is separated, and connector¿s plug unit is cracked. These device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. User may detect the suggested event by following the instructions for use (IFU). "Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." User may reduce/prevent occurrence of the suggested event by following he instructions for use (IFU). "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "The endoscope and accessories are compatible with several methods of reprocessing. For information concerning the applicable reprocessing methods and parameters, refer to section 3.2, ¿list of the compatible methods¿. Additionally, some reprocessing methods may cause degradation of medical devices that shortens product life. For information concerning degradation of medical devices from reprocessing and its number of times, refer to section 3.13, ¿signs of degradation from reprocessing and its number of times¿. Follow the policies at your local institution when choosing which methods to employ." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding reportable event: update b5.

Event description:
The reportable malfunction identified was clarified to be deterioration of the objective lens glue.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had problems with the video connection disturbing the image. The customer reported that this happens occasionally possibly due to bad or dirty contacts. The issue was found during reprocessing. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: an unspecified issue with the adhesive chipped or peeling off the distal end.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.